Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip captured at the distal end of the device was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, using ultrasound guidance no resistance was felt during deployment of the clip; however, when the device was removed from the arteriotomy hemostasis was not achieved. Manual arterial compression was applied for approximately 10 minutes and hemostasis was achieved. After removing the starclose se device the physician inspected the device and the nitinol clip was found attached to the end of the clip delivery tube and had not deployed in the arteriotomy. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.